Event description:
It was reported that, this right atrial (ra) lead exhibited sensing issues and noisy signals leading into loss of capture (loc) and overpacing. The field representative was not able to get p and r waves amplitudes or impedances at the initial of the review. The plan is to revise the ra lead. At this time, this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).